Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported via phone call that they had an insulin flow blocked alarm during the bolus and basal delivery. The event was resolved by a complete set change. The customer¿s blood glucose level was 8 mmol/l. Troubleshooting was performed. The product will not be performed for analysis.